Manufacturer narrative:
Siemens has completed an investigation of the reported event. Assessment of the log files does not indicate a system failure or malfunction and no non-conformity was identified. The investigation was performed on relevant hardware, complaint description, log files and system history. The log file analysis shows no erroneous or abnormal system behavior. The siemens service engineer found the stand control module (scm) damaged. After its replacement the system recovered. The returned scm was examined in detail and showed that the joystick was broken out of its holder. As a result, one of the two dead man grip (dmg) signal channels was interrupted so that movement could not be initiated. The stand control module was replaced and the error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.

Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the axiom artis dfc system. During an interventional procedure, the user reported that the c-arm and gantry suddenly had no movement. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.